Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082662) on 29-sep-2017. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('persistent bleeding') and uterine haemorrhage ('aub') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included pataday. The patient's medical history included gravida ii, parity 2 (birth dates: (B)(6)), abdominal discomfort, abdominal cramp, prediabetes, prediabetes, thyroid disorder and post coital bleeding. Previously administered products included for an unreported indication: amoxicillin, azithromycin, bactrim, metronidazole, lamotrigine and lamictal. Past adverse reactions to the above products included hypersensitivity with amoxicillin, azithromycin, bactrim, lamictal, lamotrigine, metronidazole and sulfamethoxazole. Concurrent conditions included overweight, indigestion, multiple allergies, depression, vaginal itching, vaginal discharge (leucorrhea), depression, yeast infection, shellfish allergy, latex allergy, gerd, ulcer nos, gallbladder disease, seasonal allergy, bipolar disorder, functional gastrointestinal disorder, dysmenorrhea, vulvovaginitis (candida), constipation chronic and bacterial vaginosis. Family history included depression (mother), depression (maternal aunt), schizophrenia, breast cancer and breast tenderness. Concomitant products included ethinylestradiol; etonogestrel (nuvaring) from 2016 to 2017 and oral contraceptive nos since 2009 for pelvic pain, ethinylestradiol;norelgestromin (ortho evra) from 2015 to 2016 for pelvic pain and ovarian cyst as well as apium graveolens seed; arctostaphylos uva-ursi leaf; petroselinum crispum leaf; taraxacum officinale leaf (natural herbal diuretic), azelastine hydrochloride; fluticasone propionate (dymista), famciclovir, fluticasone propionate (flonase), iron, levothyroxine since 2016, loratadine, pseudoephedrine sulfate (claritin-d allergy), mometasone furoate (nasonex), multivitamins, plain, omeprazole (protonix), piper methysticum extract; salix alba extract (stress relief fiz), proton pump inhibitors, ranitidine hydrochloride (zantac), risperidone (risperdal) and vitamin d nos (vitamin d). On an unknown date, the patient started pataday at an unspecified dose and frequency. In 2009, the patient experienced bacterial infection ("bacterial infection"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/painful periods") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"), 6 years 7 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain lower ("lower left abdomen pain"), back pain ("back pain") and migraine ("migraine"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, uterine haemorrhage, pelvic pain, bacterial infection, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain lower, back pain and migraine outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain lower, back pain, bacterial infection, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: she had not removed essure or currently planning for essure removal. Discrepancy noted date of implant: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: unilateral occlusion (left tube occluded). Pregnancy test urine - on (B)(6) 2014: results: negative. Ultrasound pelvis - on (B)(6) 2015: results: pelvic congestion syndrome. ¿concerning the injuries reported in this case, the following ones were described in patient's medical record: uterine haemorrhage confirming (genital bleeding) and confirming pelvic pain. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event migrane added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082662) on 29-sep-2017. The most recent information was received on 21-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('persistent bleeding'), bacterial infection ('bacterial infection'), pelvic pain ('chronic pelvic pain'), bladder disorder ('bladder or urinary problems or changes') and uterine haemorrhage ('aub') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included pataday. The patient's medical history included gravida ii, parity 2 (birth dates: (B)(6) 2006, (B)(6) 2009), abdominal discomfort, abdominal cramp, prediabetes, prediabetes, thyroid disorder and post coital bleeding. Previously administered products included for an unreported indication: amoxicillin, azithromycin, bactrim, sulfamethoxazole, metronidazole, lamotrigine and lamictal. Past adverse reactions to the above products included hypersensitivity with amoxicillin, azithromycin, bactrim, lamictal, lamotrigine, metronidazole and sulfamethoxazole. Concurrent conditions included overweight, indigestion, multiple allergies, depression, vaginal itching, vaginal discharge (leucorrhea), depression, yeast infection, shellfish allergy, latex allergy, gerd, ulcer nos, gallbladder disease, seasonal allergy, bipolar disorder, functional gastrointestinal disorder, dysmenorrhea, vulvovaginitis (candida), constipation chronic and bacterial vaginosis. Family history included depression (mother), depression (maternal aunt), schizophrenia, breast cancer and breast tenderness. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from 2016 to 2017 and oral contraceptive nos since 2009 for pelvic pain, ethinylestradiol;norelgestromin (ortho evra) from 2015 to 2016 for pelvic pain and ovarian cyst as well as apium graveolens seed;arctostaphylos uva-ursi leaf;petroselinum crispum leaf;taraxacum officinale leaf (natural herbal diuretic), azelastine hydrochloride;fluticasone propionate (dymista), famciclovir, fluticasone propionate (flonase), iron, levothyroxine since 2016, loratadine, pseudoephedrine sulfate (claritin-d allergy), mometasone furoate (nasonex), multivitamins, plain, omeprazole (protonix), piper methysticum extract;salix alba extract (stress relief fiz), proton pump inhibitors, ranitidine hydrochloride (zantac), risperidone (risperdal) and vitamin d nos (vitamin d). On an unknown date, the patient started pataday at an unspecified dose and frequency. In 2009, the patient experienced bacterial infection, bladder disorder and urinary tract disorder ("bladder or urinary problems or changes"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/painful periods") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"), 6 years 7 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage, uterine haemorrhage, pelvic pain, abdominal pain lower ("lower left abdomen pain"), back pain ("back pain") and migraine ("migraine"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, uterine haemorrhage, pelvic pain, bacterial infection, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain lower, back pain and migraine outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain lower, back pain, bacterial infection, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: she had not removed essure or currently planning for essure removal. Discrepancy noted date of implant :(B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: unilateral occlusion (left tube occluded). Pregnancy test urine - on (B)(6) 2014: results: negative. Ultrasound pelvis - on (B)(6) 2015: results: pelvic congestion syndrome. "Concerning the injuries reported in this case, the following ones were described in patient's medical record: uterine haemorrhage confirming (genital bleeding) and confirming pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2020: quality safety evaluation of ptc, genital and uterine hemorrhage is downgraded. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.